Event description:
It was reported by the patient that post implant of the implantable pulse generator (ipg), the patient was diagnosed with pacemaker pocket infection and it lead to blood infection. It was noted the blood culture indicated staphylococcus aureus infection. The pacemaker was explanted, patient was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.